Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopcy (egd) procedure to treat varices performed on (B)(6) 2024. Prior to the procedure, after the ligator was assembled onto the scope, the device was tested, and the band and did not fully deploy but remained in the ligator cap. While the scope was being advanced, the band spotaneously fell off the cap. When the physician attempted to ligate a varix, the band just moved and remained at the end of the cap. And it did not deploy, and then fell off on its own. He attempted to ligate one varix by rotating the handle, and then the band was successfully deployed; however, the timing of the click and the deployment was off. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit) as he did not know he could pull up the slack; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of band prematurely deployed.